Event description:
Pt for orthopedic procedure utilizing autovac for blood infusion. Boehringer autovac clotted at the bulb container - blood would not reinfuse and leakage was noted at the base of the lower bulb end. Unit had to be removed and a second autovac unit was utilized. 250 cc of the pt's blood was lost.